Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that a recent MRI showed a granuloma developing at the tip of the patient's catheter. The surgeon was scheduling surgery for after the holiday to remove the granuloma or potentially the whole system. He had not yet decided and would not know until 2021-jan. The issue was not resolved, but the hcp would have no further information until later. The patient's status at the time of the report was alive - no injury. No further complications were reported.